Event description:
This lead was implanted on (B)(6) 2001 and explanted on (B)(6) 2004 due to a suspected infection. This was reported to medical records on 1/13/12 by the clinic. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).